Manufacturer narrative:
It is unknown if the device is returning for analysis. .a follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip steerable guide catheter and triclip were advanced in right atrium(ra). A thrombus was noticed on the wall of the ra. The triclip was removed from the anatomy. An aspiration attempt was made to remove thrombus from the anatomy. The thrombus was no longer visible in imaging and the procedure was continued as per the protocol. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported thrombus. Based on available information, a cause for the reported thrombus could not be conclusively determined. The reported patient effect of thrombosis/thrombus, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip steerable guide catheter and triclip were advanced in right atrium(ra). A thrombus was noticed on the wall of the ra. The triclip was removed from the anatomy. An aspiration attempt was made to remove thrombus from the anatomy. The thrombus was no longer visible in imaging and the procedure was continued as per the protocol. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported thrombus. Based on available information, a cause for the reported thrombus could not be conclusively determined. The reported patient effect of thrombosis/thrombus, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip steerable guide catheter and triclip were advanced in right atrium(ra). A thrombus was noticed on the wall of the ra. The triclip was removed from the anatomy. An aspiration attempt was made to remove thrombus from the anatomy. The thrombus was no longer visible in imaging and the procedure was continued as per the protocol. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.